Event description:
It was reported that the customer received an unspecified continuous glucose monitor error. The customer's blood glucose (bg) level was 52 mg/dl. Customer consumed carbohydrates to address bg. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.